Manufacturer narrative:
(B)(4). Results: the pet lock was broken on the proximal end of the penumbra coil 400 (pc400) pusher assembly, and the pull wire was withdrawn out of the pusher assembly hypotube. The pusher assembly was kinked approximately 77.0 cm from the proximal end. The embolization coil was detached from the pusher assembly and had the proximal constraint sphere intact. Conclusions: evaluation of the returned device revealed the pusher assembly was kinked and the pet lock was broken. This damage may have occurred due to forceful handling of the pc400 during removal from the packaging hoop. If the pet lock becomes broken, it will allow the pull wire to withdraw out of the distal detachment tip (ddt), which would allow the embolization coil to detach. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a coil embolization procedure, the technician opened the packaging of the penumbra coil 400 (pc400) and it was noticed that the pc400 pusher assembly was bent in half and the pc400 was detached from its pusher assembly. The pc400 was removed from its dispenser hoop and confirmed to be detached. The detached pc400 was found prior to use and therefore, was not used for the procedure. The procedure was completed using a new pc400 without any issues.